Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer stated there were lines that came up and the screen was light grey to white. The customer¿s blood glucose level was 235 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with partial white-grey display with black and colored horizontal and vertical line segments due to cracked lcd glass. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to lcd physical damage. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.